Manufacturer narrative:
Note: this event was inadvertently reported under incorrect product registration number (manufacturer report number 9616066-2020-02907). This MDR resubmission now reflects the correct product registration number.

Event description:
It was reported that the device received an alarm - error code message. There was no patient involvement.

Manufacturer narrative:
Addition: updated adverse event codes (h6).

Event description:
It was reported that the device received an alarm error code message. There was no patient involvement.